Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an event of error: cassette not attached that occurred while in use with patient and no known patient/clinical harm.

Manufacturer narrative:
D9: 14-may-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported infusing issue could not be duplicated. No action was taken related to the inaccurate delivery issue as the issue was not confirmed.